Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Customer reported receiving intermittent temperature alarms while charging the pump. The pump was warm to the touch. Customer's blood glucose ranged from no affect to 200 mg/dl. Customer will use insulin injections as back up therapy.

Manufacturer narrative:
Temperature alarm.

Manufacturer narrative:
Corrected data for supplemental #1: the reported issue could not be confirmed. However a different issue was found.